Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the bullet popped off the mesh leg when the physician was loading it into the capio device, outside of the pt. The physician completed the procedure with another pinnacle kit, with no complications to the pt, who is reportedly "fine" post-procedure.